Manufacturer narrative:
The customer¿s products have been requested for return but were no longer available. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). Patient 1 initial result was 10 mg/dl and 2 minutes later, the result was 70 mg/dl. On (B)(6) 2020, patient 2 initial result was 73 mg/dl and 15 minutes later, the result was 107 mg/dl.